Event description:
It was reported that the patient hit her head over the implant area. Since then, the patient is no longer able to hear anything.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted to a follow up report.